Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer experienced high blood glucose and diabetic keto acidosis. The customer¿s blood glucose level was 17.7 mmol/l. The customer states that high blood glucose with insulin pump, infusion set and reservoir use. The reservoir will not be returned for analysis.